Manufacturer narrative:
(B)(4) - the product was requested to be returned but has not been received to date. (B)(4).

Event description:
The reporter stated that a female pt was at their facility recovering from a previous left hip fracture. The pt was sitting in her chair with a sensor pad and a sitter select alarm. The alarm had been actively sounding all day when she would attempt to get up out of her chair. The staff went in and verified that the alarm was on and was not set on hold. Later that day, the staff went in to check on the pt and they found her on the floor. The alarm was not sounding. They took her for a CT scan which showed a minor outer hematoma (bruise) on her head but it was not serious and she is recovering fine. The reporter stated that they tested the alarm's hold function after the incident and they couldn't seem to get it to reset off hold until approximately 3 minutes.